Manufacturer narrative:
The event occurred in (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that their implantable neurostimulator (ins) required more frequent recharging following an overdischarge. It was reported the patient¿s ins had been overdischarged for 6-12 months and that following a physician mode reset (pmr) to get the ins out of overdischarge, the patient reported their battery could ¿only last for three hours of use after every recharging session.¿ the patient also reported that it took ¿only one hour to charge the battery up to full capacity.¿ while the patient was still responding well to the therapy at the time of initial report, the patient ultimately decided to have the ins replaced. It was reported on (B)(6) 2018 that the ins was replaced ¿last tuesday.¿ it was noted the patient had gone back to his country as of (B)(6) 2018. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the ins was explanted and replaced on (B)(6) 2018 and was disposed of by the hospital staff. No further complications were reported or anticipated.